Event description:
It was reported that insulin was leaking in the reservoir compartment. It was stated that the reservoir compartment was warm to the touch. Reviewed the alarm history and found no relevant alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.